Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened and used sensors and performed visual inspection on and found 2 of 3 sensors insertion needle bent inside sensor base. Unable to confirm customer received sensors in that condition due to customer returning it opened and used. Remaining 1 opened and used enlite sensor and performed bicarbonate buffer test per specification, sensor failed per specification due to low readings.

Event description:
It is reported that a customer has issues regarding their insulin pump's sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 241 mg/dl. The customer had calibration errors. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.